Manufacturer narrative:
(B)(4). G2 - foreign: canada. DHR review was performed. Device was 7 months old and is not out of box failure. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Upon receipt, the battery gave error code 85 and had no power due to overheat. The battery was scrapped. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the battery gave an error code and had no power due to overheating. The battery was also scrapped. This event is related to a malfunction that could potentially lead to a serious injury. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.